Event description:
It was reported that the right ventricular (rv) lead had unstable thresholds and unstable impedances. The rv lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 4568-45 implantable pacing lead 2005-(B)(6), e2dr01aa implantable pulse generator 2005-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performance and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was obstructed. The outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. The outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Visual analysis found both outer and inner insulations breached metal ion oxidation/in-vivo (see photos). No coils discontinuities were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.